Manufacturer narrative:
The customer reported that the central nurse's station (cns) discharged a patient without the nursing staff's knowledge. The biomedical engineer believes the nursing staff may have accidentally discharged the patient without realizing it, however he would like to have nihon kohden review the log files on the cns to confirm that. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) discharged a patient without the nursing staff's knowledge.